Event description:
Quarantine for 10 days; lumiradx rapid covid-19 test gave me a false positive result. Same day I received a pcr done by (B)(6) labs and it was negative. FDA safety report ID# (B)(4).